Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("bleeding that lasts more than 2 weeks at a time") in a 27-year-old female patient who had essure (batch no. 20227411, 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and patient-device incompatibility "believe body is rejecting this essure device". The patient's past medical history included parity. Concurrent conditions included body mass index normal, osteochondroma, umbilical hernia, weight loss and muscle inflammation. On (B)(6)2010, the patient had essure inserted. In 2012, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia areata ("hair loss, lost mass amounts of hair, have bald spots and such"), rash ("rashes"), hypoaesthesia ("numbness in hands and feet, legs as well/numbness in right leg"), headache ("headaches"), feeling jittery ("flutter like symptoms as if I were pregnant already"), depression ("depression") with fatigue and asthenia, bacterial vaginosis ("bacterial vaginosis a couple times"), vomiting ("vomit daily, everytime I stand up pretty much"), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), hot flush ("hot cold flashes"), urinary tract infection ("uti"), migraine ("migraines"), dyspareunia ("dyspareunia(painful sexual intercourse)"), nausea ("nausea"), back pain ("back pain"), neuralgia ("nerve right leg pain"), paraesthesia ("tingling"), dizziness ("dizziness"), vision blurred ("blurred vision") and mood altered ("hormonal changes describe: mood"). The patient was treated with nsaid's, progesterone (prometrium), metronidazole (flagyl) and surgery (removal of essure). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia areata, rash, headache, feeling jittery, depression, bacterial vaginosis, vomiting, hypersensitivity, anxiety, weight decreased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hot flush, urinary tract infection, bacterial vulvovaginitis, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and mood altered outcome was unknown, the hypoaesthesia, alopecia, nausea, neuralgia and paraesthesia had resolved and the dizziness and vision blurred had not resolved. The reporter considered alopecia, alopecia areata, anxiety, back pain, bacterial vaginosis, bacterial vulvovaginitis, depression, dizziness, dysmenorrhoea, dyspareunia, feeling jittery, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood altered, nausea, neuralgia, paraesthesia, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Ultrasound scan - on an unknown date: essure visualized bilaterally. Lot number: 20227411 manufacture date: 2009/11 expiration date: 2012/11 lot number: 709953 manufacture date: 2010/01 expiration date: 2013/01 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc(product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1583) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and genital haemorrhage ('bleeding that lasts more than 2 weeks at a time\ bleeding') in a 27-year-old female patient who had essure (batch no. 20227411, 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and patient-device incompatibility "believe body is rejecting this essure device". The patient's medical history included parity. Concurrent conditions included body mass index normal, osteochondroma, umbilical hernia, weight loss and muscle inflammation. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced alopecia ("hair loss\ hair thinning"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia areata ("hair loss, lost mass amounts of hair, have bald spots and such/ had numerous bald spots"), rash ("rashes"), hypoaesthesia ("numbness in hands and feet, legs as well/numbness in right leg"), headache ("headaches"), feeling jittery ("flutter like symptoms as if I were pregnant already"), depression ("depression") with fatigue and asthenia, bacterial vaginosis ("bacterial vaginosis a couple times"), vomiting ("vomit daily, everytime I stand up pretty much"), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), hot flush ("hot cold flashes"), urinary tract infection ("uti"), migraine ("migraines"), dyspareunia ("dyspareunia(painful sexual intercourse)"), nausea ("nausea"), back pain ("back pain"), neuralgia ("nerve right leg pain\ nerve pain"), paraesthesia ("tingling"), dizziness ("dizziness"), vision blurred ("blurred vision"), mood altered ("hormonal changes describe: mood"), sciatica ("sciatica issues") and malaise ("was sick daily") and was found to have weight decreased ("weight loss"). The patient was treated with metronidazole (flagyl), nsaids, progesterone (pyometrium) and surgery (underwent essure reversed procedure and tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, vomiting, nausea, back pain, neuralgia, paraesthesia, sciatica and malaise had resolved, the alopecia areata and alopecia was resolving, the rash, headache, feeling jittery, depression, bacterial vaginosis, hypersensitivity, anxiety, weight decreased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hot flush, urinary tract infection, bacterial vulvovaginitis, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and mood altered outcome was unknown and the dizziness and vision blurred had not resolved. The reporter considered alopecia, alopecia areata, anxiety, back pain, bacterial vaginosis, bacterial vulvovaginitis, depression, dizziness, dysmenorrhoea, dyspareunia, feeling jittery, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, malaise, menorrhagia, migraine, mood altered, nausea, neuralgia, paraesthesia, pelvic pain, rash, sciatica, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight decreased to be related to essure. The reporter commented: patient got pregnant after essure reversal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Ultrasound scan - on an unknown date: results: essure visualized bilaterally.. Lot number: 20227411 manufacture date: 2009/11 expiration date: 2012/11 . Lot number: 709953 manufacture date: 2010/01 expiration date: 2013/01. Concerning the injuries reported in this case, the following ones were reported via social media: sciatica, malaise quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media report received- events- "sciatica issues, was sick daily" added, events- "hair loss, lost mass amounts of hair, have bald spots and such/ had numerous bald spots " outcome updated to "recovering / resolving" and "vomit daily, everytime I stand up pretty much, severe pelvic pain/ pain, was sick daily, sciatica issues, nerve right leg pain\ nerve pain" outcome updated to "recovered / resolved" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1583) on 16-oct-2015. The most recent information was received on 09-oct-2018.this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("bleeding that lasts more than 2 weeks at a time") in a 27-year-old female patient who had essure (batch no. 20227411, 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and patient-device incompatibility "believe body is rejecting this essure device". The patient's past medical history included parity. Concurrent conditions included body mass index, osteochondroma and umbilical hernia. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia areata ("hair loss, lost mass amounts of hair, have bald spots and such"), rash ("rashes"), hypoaesthesia ("numbness in hands and feet, legs as well/numbness in right leg"), headache ("headaches"), feeling jittery ("flutter like symptoms as if I were pregnant already"), depression ("depression") with fatigue and asthenia, bacterial vaginosis ("bacterial vaginosis a couple times"), vomiting ("vomit daily, everytime I stand up pretty much"), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), hot flush ("hot cold flashes"), urinary tract infection ("uti"), migraine ("migraines"), dyspareunia ("dyspareunia(painful sexual intercourse)"), nausea ("nausea"), back pain ("back pain"), neuralgia ("nerve right leg pain"), paraesthesia ("tingling"), dizziness ("dizziness"), vision blurred ("blurred vision") and mood altered ("hormonal changes describe: mood"). The patient was treated with nsaid's, progesterone (prometrium), metronidazole (flagyl) and surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia areata, rash, headache, feeling jittery, depression, bacterial vaginosis, vomiting, hypersensitivity, anxiety, weight decreased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hot flush, urinary tract infection, bacterial vulvovaginitis, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and mood altered outcome was unknown, the hypoaesthesia, alopecia, nausea, neuralgia and paraesthesia had resolved and the dizziness and vision blurred had not resolved. The reporter considered alopecia, alopecia areata, anxiety, back pain, bacterial vaginosis, bacterial vulvovaginitis, depression, dizziness, dysmenorrhoea, dyspareunia, feeling jittery, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood altered, nausea, neuralgia, paraesthesia, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), hormonal changes describe: mood, hot cold flashes, uti, bacterial vaginitis, migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nausea, , vaginal discharge, weight loss, back pain, tingling, nerve right leg pain, dizziness, blurred vision, plaintiff did not undergo essure confirmation test. Event outcome updated for the event: fatigue, nausea, nerve right leg pain, numbness, tingling, dizziness, blurred vision, hair loss. Product indication and lot no. Added. Reporter information was added. Plaintiff demography added. Event onset date was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1583) on 16-oct-2015. The most recent information was received on 17-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 27-year-old female patient who had essure (batch no. 20227411, 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and patient-device incompatibility "believe body is rejecting this essure device". The patient's medical history included parity. Current weight as of 09-oct-2018: 127 lbs. Approximate weight at the time of essure placement 127 lbs. Concurrent conditions included body mass index normal, osteochondroma, umbilical hernia, weight loss and muscle inflammation. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced alopecia ("hair loss\ hair "thinning""). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding that lasts more than 2 weeks at a time\ bleeding"), alopecia areata ("hair loss, lost mass amounts of hair, have bald spots and such/ had numerous bald spots"), rash ("rashes"), hypoaesthesia ("numbness in hands and feet, legs as well/numbness in right leg"), headache ("headaches"), feeling jittery ("flutter like symptoms as if I were pregnant already"), depression ("depression") with fatigue and asthenia, bacterial vaginosis ("bacterial vaginosis a couple times"), vomiting ("vomit daily, every time I stand up pretty much"), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), hot flush ("hot cold flashes"), urinary tract infection ("uti"), migraine ("migraines"), dyspareunia ("dyspareunia(painful sexual intercourse)"), nausea ("nausea"), back pain ("back pain"), neuralgia ("nerve right leg pain\ nerve pain"), paraesthesia ("tingling"), dizziness ("dizziness"), vision blurred ("blurred vision"), mood altered ("hormonal changes describe: mood"), sciatica ("sciatica issues"), malaise ("was sick daily"), rheumatoid arthritis ("ra") and thyroid disorder ("thyroid issue") and was found to have weight decreased ("weight loss"). The patient was treated with metronidazole (flagyl), nsaids, progesterone (prometrium) and surgery (underwent essure "reversed" procedure and tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, vomiting, nausea, back pain, neuralgia, paraesthesia, sciatica and malaise had resolved, the alopecia areata and alopecia was resolving, the rash, headache, feeling jittery, depression, bacterial vaginosis, hypersensitivity, anxiety, weight decreased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hot flush, urinary tract infection, bacterial vulvovaginitis, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, mood altered, rheumatoid arthritis and thyroid disorder outcome was unknown and the dizziness and vision blurred had not resolved. The reporter considered alopecia, alopecia areata, anxiety, back pain, bacterial vaginosis, bacterial vulvovaginitis, depression, dizziness, dysmenorrhoea, dyspareunia, feeling jittery, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, malaise, menorrhagia, migraine, mood altered, nausea, neuralgia, paraesthesia, pelvic pain, rash, rheumatoid arthritis, sciatica, thyroid disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight decreased to be related to essure. The reporter commented: plaintiff states that she got pregnant after essure reversal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Ultrasound scan - on an unknown date: results: essure visualized bilaterally.. Lot number: 20227411 manufacture date: 2009/11 expiration date: 2012/11. Lot number: 709953 manufacture date: 2010/01 expiration date: 2013/01. Concerning the injuries reported in this case, the following ones were reported via social media: sciatica, malaise . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-feb-2020: social media received. Reporter information added. Events: ra, thyroid issue added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on 16-oct-2015. The most recent information was received on 18-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("bleeding that lasts more than 2 weeks at a time") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "believe body is rejecting this essure device". The patient's past medical history included parity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia areata ("hair loss, lost mass amounts of hair, have bald spots and such"), rash ("rashes"), hypoaesthesia ("numbness in hands and feet, legs as well"), headache ("headaches"), feeling jittery ("flutter like symptoms as if I were pregnant already"), depression ("depression") with fatigue and asthenia, bacterial vaginosis ("bacterial vaginosis a couple times"), vomiting ("vomit daily, everytime I stand up pretty much"), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), alopecia ("hair loss") and weight decreased ("weight loss"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia areata, rash, hypoaesthesia, headache, feeling jittery, depression, bacterial vaginosis, vomiting, hypersensitivity, anxiety, alopecia and weight decreased outcome was unknown. The reporter considered alopecia, alopecia areata, anxiety, bacterial vaginosis, depression, feeling jittery, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, pelvic pain, rash, vomiting and weight decreased to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2017: summons received- case become potentially legal, reporter information was added. Product start date and stop date was updated. Events allergic reactions, anxiety, hair loss, weight loss, pain were added.essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.